Manufacturer narrative:
The following were noted during visual inspection: corrosion on the inside of the battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, case cracked at the battery compartment and cracked battery tube threads. The pump passed the displacement test. The pump was cut open to perform a visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No physical damage to insulin pump retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.